Event description:
It was reported that when the ultrasonic scalpel was being tested before the procedure the jaw assembly broke. There was no patient involvement.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. It was reported that the jaw broke during testing and that the device was never used on a patient. However, the device was returned with evidence of clinical use and an indention in the teflon pad. A charred area, which typically occurs as a result of contact with a surgical staple or clip, was observed in the teflon pad. The distal tip of the blade was broken off and a gouge was observed at the fracture. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.